Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead and cardiac resynchronization therapy defibrillator (crt-d) exhibited high, out of range pace impedance measurements. There was no capture and the patient did not have an underlying rhythm. The patient reported not feeling well. A lead fracture was suspected. An invasive procedure was performed to cap the lead and explant the device. No additional adverse patient effects were reported.